Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the viewing station does not power on and there was no line power. Fuse was found to be open. Replacing the fuses resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The part has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the mobile view station (mvs) was not receiving power. The site received a message stating "battery low" and it shut down. The line power indicator is no longer functional. The procedure was completed with the use of imaging system. There was a delay of less than 1 hour. No known impact on patient outcome.